Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board was replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported a fault showing ventilator failure during pre-checks. There was no report of patient involvement.